Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed that the pump needs to be plugged in for them to use display. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 245 mg/dl.